Event description:
The patient reported never having therapeutic effect. After implant, the patient received pain relief for ¿about a week.¿ it was said that the medication mixed from the hospital worked wonderful. When the patient was discharged from the hospital, it was said ¿another company took over his care¿ and wanted to change the medication because ¿they mixed it different¿. The pump was aspirated and reportedly ¿the wrong medication¿ was then put in. The patient reported that the therapy hasn¿t worked since; he has been without pain relief since. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).